Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported uncommanded bolus. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
A patient reports their personal diabetes manager (pdm) had delivered an uncommanded bolus. The patient reports at 11:51 am being delivered an uncommanded bolus of 5.40 units of insulin. The patients reports their blood glucose level had decreased to 45 mg/dl. As treatment the patient decreased the basal program by 50% for 2 hours and had taken glucose.